Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after 12 hours after a procedure using angio-seal device, the patient complained of pain in the groin. There was a bump and a hematoma. Manual compression was done. The patient was in stable condition. Additional information was received february 12, 2019: the bleeding occurred outside of the procedure room. A pre-deployment angiogram was performed. It was a right femoral artery puncture. The patient was hospitalized due to the event but there was no extended hospitalization. A cat scan was performed to diagnose the bleed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return to the concomitant medical products, to update the device evaluated by MFR and to provide the completed investigation results. One unused 6fr angio-seal vip device was received for evaluation. The device was received in a sealed header bag with all accessory components. Visual inspection revealed no gross visual anomalies noted with any of the accessory components. Functional testing was conducted. The locator was fully inserted and locked into the sheath; an audible snap was noted. Then, the locator was removed and the carrier tube assembly was inserted into the sheath. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Then, the digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. The IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device" there is no evidence that this event was related to a device defect or malfunction. The returned unused device was of normal product. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.